Event description:
An overfill while using the homechoice cycler for apd therapy. The cycier had elicited "low drain volume" and "caution: negative uf" alarms during therapy, which indicate that the hp has not yet drained out the minimum drain voiume required for the cycler to automatically advance into the next stage of apd therapy. The hp's caregiver bypassed these alarms. The hp next drained out 4982mls. Afterwards, the hp continued apd therapy and there was no patient injury or medical intervention as a result of this incident.

Manufacturer narrative:
Baxter quality assurance investigation has identified no device failure or malfunction. No device evaluation was requested and the hp continues to use the homechoice cycler for apd therapy. Baxter quality assurance investigation reveals the caregiver bypassed "low drain volume" and "caution: neg uf" alarms, resulting in incomplete drains followed by a full fill resulting in an overfill of solution. As a result of this incident, proper procedure was reviewed with the hp. The hp's healthcare professional was als notified of this incident and relates that the hp's caregver has a history of inappropriately bypassing drains and drain alarms. According to the healthcare professional, she will re-emphasize proper procedure with the caregiver.